Event description:
Reporting status: serious injury/required intervention. Reporting rationale: restenosis requiring intervention. Device issue: no device malfunction has been reported. It was reported via a trial that in 2008, the patient underwent stenting of the pre-dilated 1st ob mar with a xience v stent. In 2009, the patient experienced silent ischemia. The patient was hospitalized the day prior, and a functional ischemia study was positive. Diagnostic coronary angiography revealed restenosis within the target lesion. The patient underwent percutaneous coronary intervention as treatment and was discharged the following month. There is no additional information available.

Manufacturer narrative:
Results and conclusions summation: stenosis and ischemia, as noted in the xience v instructions for use (IFU), are known adverse events associated with coronary stenting. These known patient effects are not necessarily an indication of a product quality deficiency. Additionally, stenosis, ischemia, and hospitalization are listed in the risk assessment matrix, as no-fault post-procedure complications. Since there was no reported product malfunction, there does not appear to be any indications of a stent delivery system (sds) quality deficiency.